Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 3889-28, lot# v868868, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The caller reports never having therapeutic effect. Patient said she has never had urinary frequency relief since implant. Patient said she met with rep a couple of weeks ago and he helped her with settings. But it was too high for patient and she made adjustments, but she doesn't know what she did. Patient said she has horrible hip and leg pain; patient said it tingles every time she sits, walks, essentially whenever she moves. Patient was in prog#1 at 0.20 and she increased stim. To 0.45, where she can feel stim. Patient to monitor and adjust accordingly; patient services told caller if current program doesn't work she might have to switch to a different program. Patient was feeling stimulation in her left hip. Additional information reported on (B)(6) 2017 patient felt she has not had therapy benefit since this implant (B)(6) 2012. The patient stated she had her implantable neurostimulator (ins) replaced. The patient felt that therapy had never helped her since implant and she was hoping that her next device would work better than this device. The patient stated that she thinks she did get benefit during trial or she would not have moved forward with the implant. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.